Event description:
The facility reported a device with the open key not working on the pump head module keypad. This condition occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.